Event description:
Additional information was received that the battery was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console (serial number: (B)(6) not being able to pass battery maintenance could not be confirmed. No products related to this event returned to abbott for evaluation, and no log files were submitted for review. Provided information indicated that the internal battery was exchanged to resolve the event. The root cause of the reported event could not be conclusively determined. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during preventive maintenance, the centrimag associated with the battery did not pass the test twice. A replacement battery was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.